Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.